Manufacturer narrative:
Upon receipt, the device was interrogated using a programmer and communication was established successfully. The device image and programmer printouts were obtained and reviewed. Alerts for elective replacement indicator (eri) and end of service (eos) were triggered on (B)(6) 2019. The eri to eos duration was shorter than expected. The device enclosure was cut open for evaluation and current drain from the electronic circuit board was measured and found to be normal. Functional testing was performed. Test leads were inserted normally and secured properly to all connector ports. Standard loads were connected, and the lead impedances were measured using the programmer. The pacing lead impedances and the high voltage (hv) lead impedances measured within the normal range. The sensing, pacing and hv output delivery functions were tested and found to be normal. The original battery underwent additional testing. A thorough evaluation was performed, and an internal battery anomaly was identified. Premature battery depletion was confirmed from the analysis of the device. The cause of early depletion was isolated to an internal battery anomaly.

Event description:
During follow-up, the battery was found to be depleted. Based on the previous follow up, there was an overestimation of the device's battery longevity. The device explanted and replaced. The patient was in stable condition.